Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a cassette was leaking and the leaked water flowed into the device during the vitrectomy procedure. The product was replaced and the procedure was completed. There was no patient harm. Additional information was provided indicating there was no harm to the operating staff.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Current tracking indicates no adverse trend for this lot for this event. The returned cassette with the attached drain bag was returned, and visually inspected. No obvious defects were found. The non-invasive flow sensor (nifs) on the cassette housing was in good condition. The other components were not returned with the sample. The submerge leak test was performed on the cassette. No leakage was observed during generating pressure into the cassette by an external pressure source. A calibrated console representing the current software version was used to test the sample. The sample could prime, tune with the ultrasonic handpiece, the 0.9mm abs (aspiration bypass) tip and infusion sleeve from the laboratory stock, and pass iop (intraocular pressure) calibration successfully. Fluid flowed from the bss (balanced salt solution) bottle to the drain bag without any interfering. No air leak was detected from the infusion air line during priming process. No message code appeared on the screen. No leakage was found from the drip chamber, the connectors, the cassette, the drain bag, the manifolds, the pump elastomer or onto the pump area of the fluidics module. The cleaning process was able to be performed after functional testing was completed. The presence of fluid leaking from the cassette was not confirmed. After both leakage and console laboratory testing, inspection of the sample indicated no signs of continued leakage from the pump elastomer or cassette. Furthermore, there were no signs of fluid leakage onto the fluidics console due to leakage from the cassette. The cassette passed functional and performance testing. After an investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. Current tracking indicates no adverse trend for this lot for this event as the product met specifications. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).